Event description:
The customer reported that the heartstart mrx had an alarm message that paddles lose connection. There was no pt impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is completed.